Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5079394) on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("left coil has broken or bent") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("coupled with severe pain") and coital bleeding ("bleeding during and after intercourse"). In 2018, 5 years 6 months after insertion of essure, the patient experienced abdominal distension ("bloat"), skin disorder ("skin distress"), swelling ("swelling "), emotional disorder (" emotional issues") and reproductive tract disorder ("gynaecological issues"). In 2018, the patient experienced dyspepsia ("digestive issues"). On an unknown date, the patient experienced device breakage (seriousness criteria disability, medically significant and intervention required), allergy to metals ("allergic to nickel") and pelvic pain ("pain"). The patient was treated with surgery (she is going to have hysterectomy). At the time of the report, the device breakage, dyspareunia, coital bleeding, abdominal distension, skin disorder, dyspepsia, swelling, allergy to metals, pelvic pain, emotional disorder and reproductive tract disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, coital bleeding, device breakage, dyspareunia, dyspepsia, emotional disorder, pelvic pain, reproductive tract disorder, skin disorder and swelling to be related to essure. The reporter commented: disability/permanent damage was mentioned but not specified and /or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079394) on 07-sep-2018. The most recent information was received on 27-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("left coil has broken or bent") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("coupled with severe pain") and coital bleeding ("bleeding during and after intercourse"). In 2018, the patient experienced dyspepsia ("digestive issues"), 5 years 6 months after insertion of essure. In 2018, the patient experienced abdominal distension ("bloat"), skin disorder ("skin distress"), swelling ("swelling"), emotional disorder ("emotional issues") and reproductive tract disorder ("gynaecological issues"). On an unknown date, the patient experienced device breakage (seriousness criteria disability, medically significant and intervention required), allergy to metals ("allergic to nickel") and pelvic pain ("pain"). The patient was treated with surgery (she is going to have hysterectomy). At the time of the report, the device breakage, dyspareunia, coital bleeding, abdominal distension, skin disorder, dyspepsia, swelling, allergy to metals, pelvic pain, emotional disorder and reproductive tract disorder outcome was unknown. The reporter considered abdominal distension, allergy to metals, coital bleeding, device breakage, dyspareunia, dyspepsia, emotional disorder, pelvic pain, reproductive tract disorder, skin disorder and swelling to be related to essure. The reporter commented: disability/permanent damage was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.